Manufacturer narrative:
The technician did not know the cause of the bed exit not having an audible alarm. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported there was no audible alarm for the bed exit. The bed was located on the 2nd floor at the facility. There was no patient/user injury reported. (B)(4).